Manufacturer narrative:
Patient age at time of event was not provided. (B)(4). This event is currently under investigation.

Event description:
As reported to customer relations: "during a flexible ureteroscopy procedure, the basket detached from the handle and the sheath which left the nitinol portion of the basket in the patient. The physician was able to remove the basket with an access sheath; the basket is still intact. There was no patient harm and the physician used another of the same device to complete the procedure." A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, quality control documentation, trends and visual inspection was conducted on the returned device during the investigation. Upon visual inspection, it was discovered that the nitinol basket was separated. Additionally, the device had kinks potentially indicating that excessive force was applied beyond the design can tolerate. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of the device history record revealed multiple non-conformances; however those non-conformances were not related to the reported failure. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.